Manufacturer narrative:
The reported event of left ventricular setscrew anomaly could not be confirmed. The left ventricular setscrew function was found to be normal. However, the right ventricular was found to have been dislodged and stripped. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, it was noted the set screw was stripped and the lead was unable to be connected to the device. The device was not used. Another device was used and the procedure was completed successfully. The patient was stable.